Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that removal difficulty was encountered. A 4.00 x 20mm synergy xd drug-eluting stent was advanced but failed to cross the lesion and was caught inside the guidezilla. There were no patient complications nor injuries reported.